Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced loss of connection between the transmitter and smart device. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g5 mobile continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.